Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro clinical chemistry analyzer and identified a defective carbon bridge. The fse confirmed sodium (na) sample reference calibration value was at the limit. The fse replaced the carbon bridge to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erroneous ise (ion selective electrode) patient results with false low anion gap involving the dxc 600i clinical chemistry analyzer. The customer stated that the na sample reference values are nearing their limit at the time of the event. The anion gap is a calculated test made of individual electrolyte results which include sodium (na), chloride (cl), potassium (k), calcium (calc), and carbon dioxide (co2), measured by bci systems therefore, individual results will be evaluated in the investigation. The customer repeated the sample on another system and obtained a result considered correct by the customer. The erroneous result was not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.